Event description:
Additional information reported patient was discharge from the hospital 2 days after patient was "hospitalized and was diagnosed with vertebral fracture on l1 vertebral." Patient went back to the hospital for an outpatient surgery (cementoplasty) and was discharged the next day. The event of vertebra fracture l1 following a fall from a bicycle have resolved approximately less than 2 months from date of onset. The events of "inflammatory reaction of boths hands characterized by an oedema, redness, local heat, itching, pain at palpation" also have resolved 3 months from onset.

Manufacturer narrative:
Concomitant therapies: covid-19 vaccine ((B)(6). (B)(4). Clarification: "inflammatory reaction of both hands characterized by an oedema, redness, local heat, itching, pain at palpation" is a known potential adverse event addressed in the product labeling. The event of "vertebral fractures after falling from their bicycle," deemed not device related is considered an unexpected adverse drug experience. The filler was injected into the patient and is not accessible for return. The syringe was discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported ¿inflammatory reaction of both hands characterized by an oedema, redness, local heat, itching, pain at palpation" two months after a subject was injected in the hands with juvéderm® volift® with lidocaine. Patient was treated with aerious 5mg, augmentin 500mg, solupred 20mg, mopral 20mg¿, ¿cytolnat¿, and ¿extranase¿ ten days after onset. Approximately a month later, patient fell from the bicycle. 13 days later, due to pain, patient was hospitalized and was diagnosed with vertebral fracture on l1 vertebral, deemed not related to the device. Patient to have an "operated ambulatory management." The events are ongoing.